Event description:
The customer reported that 12-lead ECG was not working.

Manufacturer narrative:
The customer reported that 12-lead ECG was not working. There was no report of pt impact. The unit was evaluated by the philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.